Event description:
An account reported that the ac plug on this bed was damaged, resulting in loss of ground.

Manufacturer narrative:
Upon complaint review, it was determined that this type of failure has the potential to cause serious injury. The technician replaced the power cord in order to resolve the problem.